Manufacturer narrative:
Based on the new information received, this event is no longer considered reportable. Updated sections b5-b7 and h6. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset at 60 days or less post-implant) and late (onset greater than 60 days post-implant). Early-onset generally reflects contamination arising in the perioperative period; if there were ever non-conformances in the sterility or packaging processes, they would most likely manifest at this time. Late-onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. Based on the available information, the root cause of the event was patient related factors.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve implanted for 4 years, 11 months was explanted due to endocarditis and vegetative growth on all 3 cusps. A 19mm 11500a valve was implanted in replacement. Per received records, the patient presented with lactobacillus bacteremia and bioprosthetic aortic valve endocarditis. Patient was taken to the operating room where she underwent re-operative sternotomy, avr, and ascending aortic aneurysm replacement. The patient tolerated the surgery well and transferred to open-heart recovery room in critical but satisfactory condition. She was initiated on antibiotics for endocarditis. The patient was discharged to a post acute care facility on pod #14.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation. Based on the information received the cause of the event cannot be determined. If additional information is received a supplemental MDR will be submitted. No further corrective or preventative actions are required at this time. Edwards lifesciences will continue to monitor all reported events.

Event description:
It was learned through implant patient registry that a patient with a 21mm 3300tfx aortic valve implanted for 4 years, 11 months was explanted due to unknown reasons. A 19mm 11500a valve was implanted in replacement. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.